Event description:
It was reported that the patients spinal cord stimulation (scs) leads had impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50 sn: (B)(6): the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-50 sn: (B)(6): the lead was returned and analyzed. A visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent location of the lead, near the screw mark of the anchor. There were no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the anchor has resulted in the reported complaint. With all the available information, boston scientific concludes the reported event was confirmed. The cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the anchor. Therefore, the probable cause selected is cause traced to component failure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.